Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that sounds in occlusion while there is no obstacle. There was no patient involvement.

Manufacturer narrative:
H6: codes updated. The suspected device was returned for evaluation. The review of event log was not performed. There was no 12-month service history during the review. Performed functional and visual inspection and found the dso seal is delaminated. Dso sensor was working out of specification (occlusion alarm at 5 psi). Problem was resolved after replacement the dso seal and recalibrated dso sensor. The customer reported issue was stated that sounds in occlusion while there is no obstacle and it was able to be duplicated. The probable cause was delaminated dso seal.